Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via medwatch number (B)(4). The customer was performing a trach change at bedside today. The replacement trach was new out of the package. The balloon didn't inflate, causing patient to not properly ventilate while on the vent. They had no other bivona 4 and had to put in a bivona 3.5 instead. Additional information received via customer response email 07-jul-2022: according to the event report we received, the patient did not sustain any injury from the product malfunction. Respondent has reached out to supply chain department to see if the product was sent back to the manufacturer and will respond again when they hear back.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during the manufacturing process of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.